Manufacturer narrative:
No service history review can be performed as this is a lot controlled item. The manufacture date of this item is 24february2000. The source of the manufacture date is the release to warehouse date. The service history evaluation is unconfirmed.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
There was no patient involvements. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the service history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the screw that holds the pliers together fell out of the wire-bending pliers 160mm. This was discovered during a routine check of the set. No case or patient involvement. This is report 1 of 1 for (B)(4).